Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there has been one other event for the reported lot. A material analysis indicated there were no material or manufacturing defects were observed on the device features examined. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that while picking up a set and putting together, noted small portion of the tip of the threads broke off.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while picking up a set and putting together, noted small portion of the tip of the threads broke off.